Event description:
It was reported that a water leak was observed on an ak 96 device during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Internal visual inspection identified that the tava valve silicon connector was popped off. The reported condition was verified. The issue was solved by reconnecting the silicon connector. A function check was successfully performed and passed. A c-cart disinfection was performed and no further issues were identified. The cause of the condition was associated to the disconnection of the silicon connector of the tava valve. A service history review revealed that one similar event was identified. Should additional relevant information become available, a supplemental report will be submitted.